Manufacturer narrative:
Abbvie soltraqs complaint record number (B)(4). The catalog number provided is the us list number that is the same as the international list number in the unique identifier field. The abbvie j tube is intended to provide long-term enteral access for administration of medication to the small intestine. The abbvie j is indicated for the administration of the medication duodopa (and levodopa carbidopa intestinal gel). The lot number for the tube used was not provided by the reporter, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not available. No defect, deficiency, or malfunction of the peg tube was described by the reporter. Respiratory compromise is a risk of the anesthesia use during the peg j placement procedure. During a peg j procedure to create a gastrostomy for the delivery of the lcig drug, a patient must undergo anesthesia. This causes a depression of the respiratory function. There is significant risk of respiratory compromise under such circumstances.[1] [1]hillier sc, mazurek ms. ¿monitored anesthesia care¿ pp 815-832 in barash pg et al, eds. ¿clinical anesthesia.¿ lippincott williams & wilkins: philadelphia 2009. The abbvie j instructions for use (IFU) includes step by step instructions and illustrations for fixing the y-connector to the abbvie peg tube, positioning the abbvie j tube, and fixing the abbvie j tube to the abbvie peg tube. Abbvie reviewed historical complaint data and no trends were identified. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, a physician reported that a patient in (B)(6) was hospitalized in intensive care following a respiratory decompensation event that occurred in the recovery room after placing peg and j tubes to initiate duodopa treatment. The gastroenterologist had a problem with the connectors when he placed the j tube. He tried to screw the different parts of the connectors during one hour. He removed all the tubes and placed tubes from a different manufacturer.